Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to use, an implantable pulse generator (ipg) was found to be at elective replacement indicator (eri) and was experiencing intermittent telemetry. As this issue was discovered before implantation and never used in the patient, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.